Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no ventricular capture even at 13 volts (70 beats per minute). Occasionally there were ventricular paces but it was noted that because the patient was also implanted with a pacemaker that paces the atrium, the data was unclear. During troubleshooting the user was asked about cables and was unable to provide information. It was speculated that the issue may be related to the connection of cables and that it was possible that the atrial lead may not have been connected at all. It was recommended that the user should use a different epg and/or attempt use with different cables. The status of the epg is not currently known. No patient complications have been reported as a result of this event.